Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection. Device was also seen eroding through the skin. Cultures were taken and antibiotic treatment started. No further patient complications have been reported as a result of this event.